Manufacturer narrative:
H3, h6: we have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico products. There have been further complaints reported with this failure mode in the past three years. The device was used in treatment. As no samples were returned, a product evaluation could not be carried out. It is recommended that dressings are changed around every 3 days but in some cases may be left in place for 7 days. If the adhesive integrity is compromised due to prolonged wear, the surgical site may be susceptible to external contamination. A clinical investigation concluded: a review of the provided aged journal article on, "prophylactic incisional negative pressure wound therapy reduces the risk of surgical site infection after caesarean section in obese women: a pragmatic randomized clinical trial." Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause of surgical site infection and/or patient outcome could not be confirmed nor concluded. No further medical assessment is warranted at this time. Should additional medical information be provided this complaint would be re-evaluated. As the product code is unknown, a review of the device labelling could not be carried out. The risk files for pico contain multiple causes for local infection. Without further information into the devices used, failure modes occurring or harms involved; a thorough review cannot be carried out. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was documented on the paper "prophylactic incisional negative pressure wound therapy reduces the risk of surgical site infection after caesarean section in obese women: a pragmatic randomised clinical trial", that pico was being used in treatment 876 patients and surgical site infection was reported. It is unknown if a treatment was performed or how the event was resolved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.